Event description:
It was reported that no stimulation was possible with the lead due to exit block. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that no stimulation was possible with the lead due to exit block. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the electrode- tip electrode, the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.

Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood on the distal conductor (not obstructed), there was blood on the proximal conductor (not obstructed), there was blood on the distal electrode, the outer insulation was breached cut and there was apparent explant damage.